Manufacturer narrative:
Correction- h6 coding.

Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's right ventricular (rv) lead was found to have exhibited high pacing impedance and high capture thresholds. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that lead fracture was alleged on the right ventricular lead as the cause of the high capture thresholds and high pacing impedance.